Event description:
It was reported that difficulty removal occurred. The patient underwent cardiac surgery in the internal and common carotid artery. The 8.0-29 carotid wallstent self-expanding stent was advance over 190cm filterwire ez embolic protection system. However, severe resistance occurred. Eventually, the stent was advanced and placed. Upon device removal, it felt something was wrong. A severe resistance still occurred when the stent delivery system was pulled out, it slipped and fell out. The filterwire and stent delivery system was retrieved at the same time. The procedure was continued and completed by replacing with another of same device. There was no patient complications noted as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the carotid wallstent was returned for analysis. The device was returned unsheathed with no guidewire inserted in the device. The investigator was unable advance a boston scientific 0.014 (0.36mm) guidewire onto this device while the device unsheathed. The investigator sheathed the device and was able to advance the guidewire onto the device with a certain degree of resistance experienced. A visual and tactile examination identified multiple outer sheath kinks. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis.

Event description:
It was reported that difficulty removal occurred. The patient underwent cardiac surgery in the internal and common carotid artery. The 8.0-29 carotid wallstent self-expanding stent was advance over 190cm filterwire ez embolic protection system. However, severe resistance occurred. Eventually, the stent was advanced and placed. Upon device removal, it felt something was wrong. A severe resistance still occurred when the stent delivery system was pulled out, it slipped and fell out. The filterwire and stent delivery system was retrieved at the same time. The procedure was continued and completed by replacing with another of same device. There was no patient complications noted as a result of this event.

Event description:
It was reported that difficulty removal occurred. The patient underwent cardiac surgery in the internal and common carotid artery. The 8.0-29 carotid wallstent self-expanding stent was advance over 190cm filterwire ez embolic protection system. However, severe resistance occurred. Eventually, the stent was advanced and placed. Upon device removal, it felt something was wrong. A severe resistance still occurred when the stent delivery system was pulled out, it slipped and fell out. The filterwire and stent delivery system was retrieved at the same time. The procedure was continued and completed by replacing with another of same device. There was no patient complications noted as a result of this event.